Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Patient was implanted with a compressed array in 2009 in (B)(6) due to severe ossification. In 2016 performance with the device worsened. Per explantation report, the patient had non-auditory stimulation. The patient was re-implanted on (B)(6) 2017 with a synchrony abi.

Manufacturer narrative:
Conclusion: device investigations of the received parts did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely poor benefit due to cochlear ossification. The ossification, caused by meningitis in early age, combined with a reportedly complicated cochlea, explains the poor outcomes and the non-auditory stimulation with the cochlear implant and the choice of implanting an abi device, which is giving benefit. In situ measurements showed hi and sc channels, however the electrodes were not received with the device, therefore a failure could not be confirmed. During investigation the device operates within specification. This is a final report.

Event description:
Patient was implanted with a compressed array in 2009 in germany due to severe ossification. Currently, the patient is being treated in israel. In 2016 performance with the device worsened. The patient was re-implanted on (B)(6)2017 with a synchrony abi (auditory brainstem implant) and is doing well. Per explantation report, the patient had non-auditory stimulation with the old device.